Manufacturer narrative:
Further information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter, and unable to be retrieved. No retrieval attempt has been documented.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter, and unable to be retrieved. No retrieval attempt has been documented. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b3: the exact event date is not known. According to the ppf, patients states thatthey became aware of the events approximately on or about may 2016. Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to morbid obesity and massive pulmonary embolism (pe). The patient also had a history of nerve stimulator implant noted, restless leg syndrome (rls), sleep apneas, gastroesophageal reflux disease (gerd), and depression. The patient was allergic to oxycontin, and levaquin. During implantation of the filter via right femoral vein, the filter was deployed in the ivc at the level just inferior to the renal veins. The position was confirmed with fluoroscopy. The patient was returned to the recovery unit in good condition. According to the information received in the patient profile form (ppf), approximately on or about five years and one-month post implantation of the ivc filter the patient became aware of the alleged events and reports to have a fractured filter, and the device unable to be retrieved. However, there are no known attempts to retrieve the ivc filter. The patient states to have fractured filter struts retained in their abdomen. The patient reports to have pain and suffering as well as stress and anxiety due to the fractured filter still stuck inside of them. The patient states that just knowing that it could break or move at any time and cause them significant injury makes them nervous and scared. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was morbid obesity and massive pulmonary embolism (pe). The patient also had a history of nerve stimulator implant noted, restless leg syndrome (rls), sleep apneas, gastroesophageal reflux disease (gerd), and depression. The patient was allergic to oxycontin, and levaquin. During implantation, the filter was deployed in the ivc at the level just inferior to the renal veins. The position was confirmed with fluoroscopy. The patient was returned to the recovery unit in good condition. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the filter, and unable to be retrieved. No retrieval attempt has been documented. Per the patient profile form (ppf), the patient reports a fractured filter, and the device is unable to be retrieved. However, there are no known attempts to retrieve the ivc filter. The patient reports pain and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture / separation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.